Manufacturer narrative:
The manufacture's field service engineer (fse) was dispatched to the site and confirmed the reported problem. Fse tested the motor controller (mc) board and data acquisition (da) board; the problem is still exists. Fse observed that the power management (pm) board is bad. The failure investigation (fi) lab received the power management (pm) pcba for evaluation. Visual inspection of the returned pm pcba revealed no evidence of damage or contamination. The pm pcba was tested into the fi test ventilator and the reported problem was confirmed. In addition, fi technician identified multiple error code messages in the diagnostic log. During debugging, fi technician found the pm board u16 (high-speed differential receivers) pin nine and pin eight internal shorted. The u16 was replaced on the pm pcba and no errors were identified. The fse replaced the pm board to address the reported problem. Fse tested the unit and no problems were found. Unit is ready to be returned to service.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported after preventative maintenance (pm) service, the unit went ventilator inoperative with an error code message of machine and proximal pressure sensors failed. The customer reported that there was no patient involvement.